Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01mar2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the user interface board and the issue was resolved. The device passed testing and was returned to service.

Event description:
It was reported that the unit powers itself on following a bezel replacement. There was no patient involvement. Event date not specified; estimate used.